Manufacturer narrative:
Product analysis: the device returned for evaluation with a sheath was entangled in the jaws and the catheter was bent. Procedure analysis shows thermal cycle was not ran, which aligns with the complaint. An attempt was made to close the jaws which were likely prevented by the sheath entanglement. It was not possible to remove the sheath from the catheter tip without damaging the catheter tip. In an attempt to analyze without further bending to the shaft the tip and sheath were cut off the returned device. The closing gap value read 408 on a power controller showing the shaft was too bent to fully close. The handle was opened, and no issue was found with the soldering. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an ellipsys catheter with an ellipsys 6fr sheath and a .014 nitrex guidewire during treatment of the patients left cephalic vein. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not post dilated. The distance between artery and vein greater was less than 1.5mm. It was reported physician had the device in the sheath, but nothing was activated. The sheath popped out and physician tried to pull out the device in order to put the dilator back on the wire and push the sheath back in. When physician tried to pull out the device from the sheath, it got caught on the end of the sheath and they both wouldn't come out. Physician had to do a minor cut down in order to take out the sheath and device. A replacement ellipsys sheath and catheter were used to complete procedure. A fistula was created.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.